Event description:
It was reported that the patient presented for follow up. A review of stored electrograms revealed loss of capture exhibited by the right ventricular lead. Programming interventions were made. The patient was asymptomatic.